Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a fridge hardware failure. The customer informed that the issue had been resolved their end. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a fridge hardware failure. The customer stated they cannot access to the fridge, error showing up stating hardware failure. Due to the issue the customer was unable to pull the medication and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.